Event description:
It was reported in a service report that the hydraulics were not working properly. The unit was pumped up and then the release pedals were engaged. When the release pedals were let go, the head end continued to lower. There was no pt involvement. No adverse consequences were reported.